Event description:
It was reported that the 9800 system intermittently will not boot up on first attempt in the morning. Works as expected on 2nd attempt. It was also noted that they have problems with laser aimer. There was no report of patient injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.